Event description:
It was reported by the biomedical engineer that he observed a battery cover issue. The epg (external pulse generator) was returned for repair. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the battery cover was broken. However, analysis also found that the upper and lower case halves were broken, the battery release, heart block and lead flex cover were contaminated, the battery contacts were compressed, one bail and ring were missing and the liquid crystal display was intermittently missing pixels.